Event description:
Related to MFR report # 2183959-2012-01048. (B)(6) 2010, the patient was diagnosed pelvic relaxation with the uterus down to the ischial spines. On (B)(6) 2010, the patient had an elevate posterior graft implanted. On (B)(6) 2011, the patient first complained of pain with intercourse. The physician noted, "I can feel the arms of the mesh through the vaginal mucosa on the right side of her pelvis only and is minimally tender, " the physician indicated that he did not see any mesh erosion. On (B)(6) 2011, indicated that she was doing much better although it still looked like some granulation tissue at the vaginal apex. On (B)(6) 2011, the patient returned and the physical exam by the physician revealed, "a piece of mesh that is about not quite a thumb nail size in the apex of her vaginal mucosa anteriorly that is protruding through the vaginal mucosa." On (B)(6) 2011, resection surgery was performed. (B)(6) 2011, the patient was having some pelvic pressure, but the physical exam indicated no evidence of mesh erosion anteriorly. A colonoscopy performed on (B)(6) 2012, revealed a foreign body identified and appeared to be a portion of the mesh. On (B)(6) 2012, the physician noted "another area" of the mesh in the apical part of her vagina with approximately 0.5 cm of exposed mesh. On (B)(6) 2012 and (B)(6) 2012, the patient was seen by colorectal surgeons for rectal mesh erosion options. The patient returned to her primary physician on (B)(6) 2012 and (B)(6) 2012, wherein the physician advised of her need for additional surgery to have the mesh trimmed again, vaginally, as it was protruding again. The erosion of the mesh has caused significant pain and discomfort. She has opted not to proceed with any rectal surgery to date. She is scheduled in the near future for additional vaginal resection.